Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. The device was in clinical use at the time of the event, but no patient harm was reported. Field service engineer removed the flowmeter manifold and connected the o2 direct using only an o2 quick connect adapter. There were no problems with the v60 afterwards and the unit was ready for patient use.

Event description:
The customer reported no o2 available. The device was in clinical use at the time of the event, but no patient harm was reported.